Event description:
It was reported during remote follow up that the right ventricular lead exhibited intermittent capture. Programming changes were recommended but not yet implemented. No patient's symptoms were reported.